Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "On patient, no harm switched ventilator out and the audible and visual alarms were working properly. Occlusion alarm, ext high p peak. Moisture was found in the exp corner components, the water trap an inch to two inches of water in it and signs of moisture throughout corner. He is going to check the humidifier for proper operation to make sure the fluid feed system is working properly. There could be issues with too much fluid being dumped into the circuit. He checked the heater assembly and it is warming properly. Checked the calibrations info on the transducers to see if drift occurred exp pressure transducer 2306 - 2062 insp press and exp flow transducers were fairly close to the stored values. [Name removed] will recalibrate and run the unit in the shop for an extended period of time and see if the transducer drifts out of range again. He will call back if he has further issues or needs to order a gde (gas delivery engine)."

Manufacturer narrative:
The user facility did submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The carefusion tech support specialist provided the user facility with several troubleshooting recommendations. In addition carefusion sent a litter via email to the user facility seeking additional info concerning the reported event and the condition of the patient. As of 03/20/2015 the user facility has not responded to the letter nor have they provided info regarding their troubleshooting results.